Manufacturer narrative:
A2): patient''s date of birth, age unk. A3): patient''s gender unk. A4): patient''s weight unk. A5a./5b.): patient''s ethnicity/race unk. B6): relevant tests/laboratory data unk. B7): other relevant history unk. D4): device serial number unk. H3): the device was discarded, thus no investigation could be completed. H6): perforation of vessels, great vessel perforation, cardiac perforation, and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A right atrial (ra) lead was present in the patient as well, but was not targeted for extraction, and the patient had a history of cancer prior to the procedure. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath and a spectranetics visisheath dilator sheath, advancement was achieved to the rv. However, the patient''s blood pressure dropped and a huge effusion was noted. Rescue efforts began immediately, including rescue balloon, CPR and pericardiocentesis. A pericardial window and ultimately a sternotomy followed, and a large continuous perforation, from the innominate, through the superior vena cava (svc), and into the svc/ra junction was discovered. A large mediastinal mass was detected as well, and the surgeon thought the mass could have caused weakening of the patient''s vasculature. Unfortunately, despite rescue efforts, the patient did not survive. This report captures the 16f glidelight in use in the area when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.